Manufacturer narrative:
Not returned to manufacturer.

Event description:
Extreme dizziness [dizziness]. Back pain [back pain]. This serious, regulatory authority, spontaneous report was received from a consumer in united states. This report concerns a patient of unknown age and gender who experienced extreme dizziness and back pain during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection unknown concentration and unknown dose for 3 injections, for osteoarthritis from 2016 to 2016. It was reported that the patient received three euflexxa injections on unspecified dates in 2016. On (B)(6) 2017, the patient suffered extreme dizziness and back pain which was still ongoing. The patient reported that when they spoke with their physician he stated it was unlikely that they would have experienced a delayed adverse reaction to euflexxa. The back pain was medically significant. The extreme dizziness was medically significant. Action taken to euflexxa was dose not changed. On an unknown date, the outcome of extreme dizziness was not recovered, the outcome of back pain was not recovered. The patient's medical history was significant for uses walker to aid mobility (from unknown start date and ongoing). The following concomitant medication was reported: b12, calcium, and an unspecified eye drop. At the time of reporting the case outcome was not recovered. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: case number, others = (B)(4). This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law this ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators. (B)(4).